Manufacturer narrative:
Unit passed rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. Unit received with minor scratches on lcd window.

Event description:
Customer reported via phone call to have high blood glucose of 403 mg/dl, which was treated with manual injections per healthcare professional's recommendation. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, it was determined that insulin pump was functioning correctly. Customer was advised to call back when in receipt of tubing clamp in order to perform high pressure test. Customer called back to perform high pressure test and insulin pump passed high pressure test. Customer called back again to have insulin pump replaced per healthcare professional.